Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear and fatigue at the corner of a fold. This cylinder had broken fabric threads. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to contamination. The product analysis confirmed the fluid loss allegation. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Correction to h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted.